Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The customer reported that the catheter portion of the ultrathane cope nephroureterectomy set was leaking from around the hub of the device. The customer confirmed there were no patient adverse events which resulted form the product problem, and no additional procedures were necessitated by the issue. The procedure being performed was a nephroureteral stent placement, and the leakage reportedly occurred during the initial placement of the device. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, dimensional verification, functional test, device history record, documentation, and visual inspection of the returned device was conducted during the investigation. The device was returned and leak testing has confirmed the reported failure. Overall, all measurements matched specifications. A document based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information or changes at this time.